Manufacturer narrative:
(B)(4) operator of device unknown. Sample is anticipated but not returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have white particulate within the bag. The particulate was discovered prior compounding; therefore, no patient involvement or adverse events occurred. No additional information is available.

Manufacturer narrative:
(B)(4) .no samples were returned for evaluation.therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.